Event description:
The patient has two leads (from the same lot) implanted as part of her scs system. It was reported, the patient fell and suffered a brain bleed. The patient's stimulation was turned off while she was hospitalized. The sjm representative met with the patient and reprogramming was unable to provide adequate coverage. Also, diagnostics indicated low impedances. The patient was sent for x-rays and one lead appeared to have migrated. The patient is to consult with her physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.